Manufacturer narrative:
E1: reporting address state: hebei this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00220. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flow sensor failure. The device was in clinical use when the issue occurred. It was reported that the patient was harmed during the event. Per the key market response, the patient was not hurt, and there was no delay in therapy. Insufficient information is available to determine the resolution of the event. The customer declined to have the device serviced by philips, unable to determine if the issue was resolved, or if the device was repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.